Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her blood glucose dropped low last night. Customer's sensor glucose value was 61 and her blood glucose was below 70 mg/dl. Customer was feeling symptoms and realized the issue was occurring when she walked the dog 4 hours prior to her low blood glucose. Customer later called back and explained that she woke up with a blood glucose level of 289 mg/dl and her current blood glucose reading is 316 mg/dl. Customer's current sensor glucose value is 287. Customer has been experiencing low blood glucose for the last couple of months. Customer stated that she treated with glucose tablets and had gone for a walk. Customer mentioned that she went through the airport body scanner in may. Customer also had a low blood glucose level of 48 mg/dl 2 weeks ago. Customer had an ice cream cone and bolused. Customer also had 2-6 (B)(6) bars and 78 grams of sugar. Customer was advised that the insulin pump will need to be replaced and to revert to a back-up plan.

Manufacturer narrative:
The pump passed all functional testing including the rewind, basic occlusion, occlusion, prime, excessive no delivery or displacement tests. No motor error alarms, unexpected no delivery alarms or displacement anomalies were noted. The motor was tested outside the device and it passed. The pump was programmed with a test mini link and the glucose sensor simulator. The pump communicated properly with the glucose sensor simulator and displayed the 100 value properly on the display graph. No unexpected sensor errors or alarms were noted. The pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the lcd window, and a scratched reservoir tube window.